Event description:
It was reported that the artificial urinary sphincter (aus) pressure regulating balloon (prb) had popped out of its intended space under the facia and was not operating effectively. The patient underwent a surgical procedure in which his prb was explanted and replaced, and the device functioned well. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.